Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and duplicated the reported unresponsive touch screen display. However, after superficially cleaning the display and performing the touch screen calibration, the issue was resolved. At this time, the reported event was duplicated, which was associated with a maintenance issue (device out of calibration). However, no assembly failure was identified therefore, no component root cause will be performed.

Event description:
The customer reported an unresponsive touch screen display on this ventilator device. The customer stated no patient involvement with this event.